Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing detached at the quick release. The tubing was not connected to the pump yet. The patient's mother noticed this defect when preparing the infusion set for replacement. No further information available.